Event description:
Dr. Reported that, a patient was injected with coaptite, for a urethral bulking procedure in 2006. This patient has been in urinary retention since the date of the procedure.

Manufacturer narrative:
During follow-up with the physician, it was reported that the urinary retention symptoms had resolve. Dr. Stated that, she had treated the patient for retention, but was not the injecting physician. The actual coaptite lot was unknown; however, based on the customer order history, there are 2 possible lot numbers. A review of the device history records for both coaptite lots indicates that 1002346 and 1002378 met specifications at the time of release. This event was not initially reported as a serious injury. Upon review of the regulations, it was noted that this event should be reported. Bioformm understands that this initial report is beyond the 30-day time frame.